Manufacturer narrative:
(B)(4).

Event description:
During follow-up, noise reversion was noted on the right atrial lead. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece and external insulation abrasion that had breached the insulation due to friction of the lead to the can was noted. Damage to the insulation due to the explant procedure that had caused hi-pot failure was also found on the lead. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The results of the investigation concluded the reported noise event was due to insulation damage from lead to can abrasion.